Event description:
It was reported that the tip of the guidewire broke off after inserted through the marathon catheter. No patient injury reported.

Manufacturer narrative:
A proximal piece of the guidewire was returned. The returned segment was approximately 190cm in length. Analysis of the break point showed the failure of the core wire occurred due to torsional overload.